Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level went as high as 533 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced nausea, vomiting, abdominal pain, high blood glucose and their healthcare provider suggested they go into the emergency room. Customer was advised to monitor their site and change the site if their blood glucose continues to rise.